Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) displayed a "failed patient transfer" error for one bedside monitor (bsm). The customer also reported that they tried to transfer this patient again from this same bsm to a transmitter, but this time, all the patient's history and data was lost. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer later reported that the patient started out in the ER room (B)(6). From there the patient went to an inpatient bed on (B)(6), then to ICU. In ICU the patient was in room (B)(6). After this, the patient was transferred to room (B)(6). This transfer is where the error occurred. The root cause is use error. The patient in question was transferred to a different location than what was reported by the customer. Patient transfer was successful. The user did not verify that the transfer was set up the way the customer wanted it. The issue has since not recurred. The customer was likely educated to verify patient transfers before performing them. Additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) displayed a "failed patient transfer" error for one bedside monitor (bsm). The customer also reported that they tried to transfer this patient again from this same bsm to a transmitter, but this time, all the patient's history and data was lost. No patient harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) displayed a "failed patient transfer" error for one bedside monitor. The customer also reported that they tried to transfer this patient again from this same bedside to a transmitter, but this time around, all of the patient's history and data was lost. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following 2 devices were used in conjunction with the cns, and are the devices that experienced failure: bsm: del: mu-651ra s/n: (B)(4), approximate age of the device: 143 months, device manufacturer date: 07/29/2008, unique identifier (UDI) #: (B)(4). Transmitter: model: gz-130pa, s/n: (B)(4), approximate age of the device: 24 months, device manufacturer date: 06/05/2018, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their central nurse's station (cns) displayed a "failed patient transfer" error for one bedside monitor. The customer also reported that they tried to transfer this patient again from this same bedside to a transmitter, but this time around, all of the patient's history and data was lost. No harm or injury was reported.